Manufacturer narrative:
Crushing is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.

Event description:
Consumer states her heating pad was bunched and when she tried to straighten it out, it pulled apart. No injuries were reported with this incident.